Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-23. H6: investigation summary: two 30842e-0006 samples from lot 20066483 was received for investigation of (B)(4) and (B)(4)with an opened packaging; residual fluid was present in the line. A device history review was conducted for lot number 20066483. A visual inspection identified the protective cap from the female luer component of one sample had broken leaving the broken part stuck in the female luer. This sample could not be flushed due to the broken piece. A visual inspection of the second sample did not identify any signs of damage or manufacturing defect which could have contriuted to the customer's experience. The second sample was subjected to functional testing by connecting a bd 50ml plastipak syringe from retained stock to the female luer component and the smartsite component and flushing with water; no occlusion was identified during testing.

Event description:
It was reported that the pca smbore ss cv would not flow when the IV was attached. Lot 20066483 and an unspecified lot were reported to have had 1 occurrence each of this event. The following information was provided by the initial reporter: "this set would not flow when the IV was attached & had to be changed."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20066483, medical device expiration date: 2023-06-29, device manufacture date: 2020-06-16. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pca smbore ss cv would not flow when the IV was attached. Lot 20066483 and an unspecified lot were reported to have had 1 occurrence each of this event. The following information was provided by the initial reporter: "this set would not flow when the IV was attached & had to be changed."